Manufacturer narrative:
Investigation results: reference code: nx051z. Device name as: vega ps tibial plateau cemented t1. Serial number: n/a. Batch number: 52106248. Manufacturing date: 09.02.2015. Reference code device name corresponding internal notification number: nx009z as vega ps femoral comp.cemented f4n l (B)(4), nx043 patella 3-pegs p3 (B)(4), nx110 vega ps gliding surface t1/1+ 10mm (B)(4), nn260p plug f/tibial plateau (B)(4). Investigation: no products available. Therefore a failure description at the products are not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 1 similar complaints against the same lot number(s). Lot number 52082622: cc (B)(4). Explanation and rationale: no products available and therefore it is hardly possible to determine an exact conclusion and root cause. The exact cause cannot be determined. Corrective action: for this topic (implant loosening) a product safety case (psc) was initiated.

Event description:
It was reported to aesculap inc. That a vega knee implant system was implanted during a primary surgery performed on (B)(6) 2015. According to the complainant, following the primary surgery, the patient experienced loosening of the implant. The patient underwent a revision surgery occurred on (B)(6) 2017. The complaint device was not available to be returned to the manufacturer for evaluation. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference (B)(4). Involved components: nx009z (ps femur cemented f4n lt), nx043 (universal patella p3), nx110 (ps pe insert t1/t1+, 10mm), nn260p (peek plug f/ tibia), nx051z (ps tibia cemented t1). The cement used is unidentified. Associated medwatches: 2916714-2020-00329, 2916714-2020-00330, 2916714-2020-00331, 2916714-2020-00332, 2916714-2020-00333.